Event description:
A report received from the surgeon stated that the intraocular lens (iol) was removed and replaced without complication 3 weeks after the initial implant. The cause of the iol explant was patient's residual hyperopia. The iol was replaced with a lower diopter lens of the same model.

Manufacturer narrative:
The lens was received and is currently undergoing analysis. Iol met all specifications prior to release. Our investigation shows the original implant was replaced with a lower diopter iol.

Manufacturer narrative:
The lens was received and the diopter measured correct as labeled, 22.0 d. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
During product evaluation at baxter, in the event history review, it was discovered that failure code 810:11 occurred twice on (B)(6) 2010 during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.